Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported: the revision surgery was conducted on (B)(6) 2014 since the setting pressure could not be changed. Doi and the initial setting pressure are unknown. Details will be informed as soon as jjkk receive them from the facility.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was not visible due to biological debris covering the cam. The siphon guard was removed from the valve and some biological debris was flushed out of the valve during irrigation. An occlusion was noted in the peritoneal catheter, and no occlusion was noted in the ventricular catheter. It was not possible to program the valve due to the biological debris covering the cam. The valve was pressure tested and measured 87mmh2o. Further examination of the valve revealed the presence of biological debris within the device. This biological debris appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.